Event description:
Customer reported an underinfusion of potassium. An infusion of potassium 20 meq in 100 ml at 50 ml/hr, vtbi 50 ml, was started, piggybacked into the primary line. After 1 hour, the nurse returned and noted the bag of potassium was empty, the drip chamber of the primary fluid was full, and more fluid was in the primary bag than the total volume to be infused as indicated by the pump. Reportedly, the hospital laboratory analyzed the primary bag and confirmed it contained potassium. No pt harm reported, no medical intervention required and no ill effects experienced by the pt. The primary and secondary administration sets were requested but not received to date. A f/u report will be filed if product is received in the future.

Manufacturer narrative:
Pt info requested and all available info is included.